Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), there was an acute rise in threshold from initial deployment. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.